Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation; however, the balloon ruptured. The device was simply and completely removed from the patient and the device was replaced with a 5x4mm non-bsc balloon catheter. After placement of a non-bsc stent, post-dilatation was performed and the procedure was completed. No patient complications nor injuries were reported.